Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms consisting of cloudy effluent and abdominal pain. The patient was treated with intraperitoneal cefazolin (one gram daily for twenty one days) and intraperitoneal zidimbiotic (one gram daily for twenty one days) for the peritonitis. After twenty three days, the patient was discharged from the hospital and reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.